Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer obtained manual injection supplies for alternate insulin therapy.